Event description:
Information received from the field notes that during a routine follow-up, measured data could not be obtained and the device exhibited no ouput, no capture and no sensing. When emergency vvi was pressed, intermittent sensing was observed. The patient was not pacemaker dependent.